Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 32, indicating a delivery motor communication error, and multiple restarts did not resolve the malfunction. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included device replacement and instructions provided to sync data and shut down the device prior to return. Investigation included remote troubleshooting and education. Investigation of the returned device revealed a motor processor communication malfunction consistent with a delivery motor communications error.